Manufacturer narrative:
It was reported to abbott a patient¿s ipg was inoperable. The patient stated they had surgery and had placed the device in surgery mode. However, after completion of the surgery the ipg would not connect with external devices. Replacement surgery would need to be delayed at minimum six weeks due to recovery time from shoulder surgery. In an update it was reported surgery took place on (B)(6) 2024 and therapy has been restored. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Correction: section e1: initial reporter was updated to reflect change of implanting physician.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated surgery. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.